Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Vessel morphology is unk. It was reported that the aneurysm neck was very short. The pt was on hemodialysis, and was reported to be very frail. Because the pt was already on hemodialysis, the bifurcated stent graft was placed above the renal arteries to accommodate the short aneurysm neck. A computerized tomography (CT) scan performed 1 year later demonstrated dramatic shrinkage of the aneurysm. In 2003, the pt presented to the hosp with sudden back and abdominal pain. A CT scan demonstrated a probable ruptured aneurysm. The pt was taken to the operating room and an aortogram was performed, and it appeared that the aneurysm had enlarged and the stent graft had migrated distally. No type I endoleak was visible. An aortic extender cuff was implanted proximally from the left side. The guidewire and pigtail catheter that had been inserted on the right side had not been completely withdrawn, and when another stent graft was deployed on the right side, it was outside of the aortic extender cuff. Therefore, the decision was made to convert the pt to an aorto-uni-iliac device by implanting additional extender cuffs and an iliac limb on the left side followed by a left-to-right femoral-femoral bypass. The physician also noted that the guidewire was outside of the stent graft and in the aneurysm sac; they concluded that there were tears in the graft fabric. The pt's post-operative diagnosis was an expanding symptomatic aneurysm secondary to a type I endoleak caused by migration of the proximal portion of the stent graft with deformation caused by shrinking of the aneurysm. The procedure was reported to be successful, and the pt tolerated the procedure well.